Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to charged coupled device (ccd) failure. The cause of ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was confirmed. No imaged produced is likely caused by faulty ccd. An additional evaluation observation is that the devices cable is buckled, and internal wires are twisted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that there was no image on the hd autoclavable camera head. The issue was observed during preparation for use on an unknown procedure. This was not a clinical incident, and no patient harm was associated with this event.